Event description:
Boston scientific received information that a few weeks post implant, the patient with this system was hospitalized for a revision procedure due to suspected endocarditis. During the procedure, the physician failed to turn off the device, as well as, cut both the right ventricular (rv) and right atrial (ra) leads. Device interrogation four days later revealed a fault code indicating an open circuit condition had been detected during shock delivery. Additionally at this time, high out of range shock and pacing impedance measurement, on both the rv and ra lead, was observed. Field investigation confirmed that atp and shock therapy had been delivered on the date of the reported surgical intervention. Subsequent x-ray imaging confirmed that post intervention, the device had been reimplanted on the patient's opposite side with no visible rv nor ra leads positioned within the heart. Furthermore, the x-ray illustrated that the leads appeared to represent a ball of wire, near the device header. It was at this time, the field representative communicated to the physician, that the device may have been compromised and recommended product replacement. All therapy zones, other than left ventricular pacing, were deactivated.

Manufacturer narrative:
Subsequently, the device was explanted and replaced with another boston scientific device. The procedure took place in the absence of a boston scientific representative and resulted in the device being discarded. With no returned product and no further information, our investigation at this time is complete. This investigation will be updated should further information be provided at a later date.

Manufacturer narrative:
To date, the device remains implanted and in service; however, a revision procedure has been recommended.